Manufacturer narrative:
A review of the device labeling was completed. Hyphema, decrease vision, and elevated intraocular pressure (iop) are identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4)

Event description:
Clinical follow-up was requested and on 01/23/2018 the surgeon provided the following additional details. The surgeon reported that the patient presented at the one day post-operative visit with ongoing/persistent hyphema, elevated iop and decreased visual acuity. The patient was referred to another facility where they were treated with IV mannitol. The patient presented with corneal blood staining requiring a corneal transplant followed by a vitrectomy. The patient will be followed by the specialist who completed the corneal transplant.

Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records and sterilization records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition, a complaint history review was completed, there were no similar issues reported for lot #111847. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. MFR reference #(B)(4).

Event description:
The surgeon reported that a patient ¿flinched¿ during an attempt to place a trabecular micro-bypass stent in the right eye, so the stent was removed and the procedure was aborted. Bleeding and unknown post-operative ¿issues¿ were reported. Additional information has been requested but has not been received at this time.